Event description:
It was reported that the patient underwent implant of a subcutaneous implantable cardioverter defibrillator (S-ICD) system on (b)(6) 2026. It was noted that the lead was implanted deeply and when the physician connected the S-ICD device it looked too anterior. The physician was satisfied with the positioning and proceeded to induce ventricular fibrillation (VF) for defibrillation testing. The first and second shock were not successful in converting the VF and it was necessary to convert the patient externally. X-rays were obtained and showed no issues, and the shock impedance was good at 70 Ohms. The physician decided to re-open the patient place the S-ICD in a deeper/more posterior position and subsequently, defibrillation testing was successful with an 80 Joule shock. No complications were reported and the patient was expected to fully recover. The S-ICD remains in service.